Event description:
On (B)(6) 2012, the lay user/patient in italy contacted lifescan (lfs) alleging that his onetouch veriopro meter was reading inaccurately high. The complaint was classified based on additional information obtained from the patient during a follow-up call by the customer service representative (csr). The patient tests three times a day before meals. The patient's normal blood glucose range is between "160-200mg/dl". The patient manages his diabetes with a set dose of "unalog" insulin (8 units after breakfast and lunch and 9 units after dinner) and indicated he prefers to eat less or more if required. The patient obtained the subject meter in (B)(6) 2011; however, he indicated his primary meter is the onetouch vita meter. The patient does not recall when the alleged issue first began and also does not recall the alleged high reading he obtained with the subject meter. Following the alleged issue, the patient indicated he also obtained a high reading with his onetouch vita meter; however, he clarified that the subject meter was reading higher. According to the patient, in response to the higher reading with the subject meter he consumed less food, administered his usual dose of insulin (it is not clear if it was 8 units or 9units), and subsequently an hour later, he allegedly developed symptoms of shaking and tachycardia. After the onset of his symptoms, the patient reportedly tested with both the subject meter and the onetouch vita meter; the readings on both meters, however, are not known. At an unspecified time later the patient indicated he consumed some crackers to get better. On (B)(6) 2012 (at 2:30pm), the patient reportedly obtained a reading of "312mg/dl" with the subject meter and two minutes later obtained a reading of "248mg/dl" with the onetouch vita meter. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. According to the patient he disregarded the "312mg/dl" and followed his reading with the onetouch vita meter. The patient did not develop any symptoms and there is no indication the patient received any treatment after obtaining the reading of "312mg/dl" with the subject meter. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, consumed less food and administered his usual dose of insulin based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.